Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
Com(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. The receiver case was opened and a receiver download was performed and passed. A functional test could not be performed. Confirmation of the complaint was not confirmed. The probable cause could not be determined.